Manufacturer narrative:
The referenced scope was returned to the service center for evaluation of the reported "tip of scope is broke". A visual inspection was performed on the scope and found a metal piece of the bending section skeleton protruding out from the (proximal side) of the distal bending section cover. The bending section damage is approximately 70mm from the distal end side. The scope failed the leak test from the hole in the bending section cover. The bending section cover was removed in order to reveal the extent of the damage and it was confirmed that the bending section skeleton is fully separated producing sharp edges. The bending section support pins are still intact and not lifted. In addition to the damage on the bending section, a piece of a broken instrument was found extending out from the distal end of the biopsy channel. The foreign object could not be removed from the channel. There was excessive broken fibers (black dots) throughout the image, and a loose eto valve. Additionally, the bending section cover glue (insertion tube and distal end) was chipped and missing a small portion (approximately 10 percent). The missing portion of the bending section cover glue, was not returned for evaluation. A review of the service history indicates the scope was purchased on (B)(6) 2019 and the scope was last serviced (forceps stuck inside channel) on (B)(6) 2019 but was returned to the facility unrepaired. Based on the evaluation, the likely cause of the bending section skeleton breaking is due to excessive force and/or stress from handling. The instruction manual states the following; ¿do not twist or bend the bending section with your hands. Equipment damage may result¿. The instructions for safe use manual also indicates that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
The service center was informed that during reprocessing, the distal tip of the scope was observed to be broken. There was no death or serious injury reported. No additional information was provided.